Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed the following possible causes for foreign material adhesion to forceps elevator and use of insufficiently / incorrectly reprocessed device on the next procedure. - reprocessing method at facility differed from IFU recommendation. - facility staff was less trained in reprocessing and device handling according to IFU. Omsc presumed the following possible cause for dirt under light guide lens. - fluid invasion on the device made component inside the light guide lens corrode. Corrosion product remained as dirt under light guide lens.

Manufacturer narrative:
Local service department checked the subject device and found the phenomena. The subject device was not returned to omsc for evaluation, but omsc presumed that insufficient or incorrect reprocessing scope was used for next procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the forceps elevator had foreign material, and inside of light guide lens was dirty. There was no report of patient injury associated with the event.